Event description:
A female pt reported that she had pulled the battery pack out before she got into the shower and after her shower neither battery pack will engage into the monitor. The pt's monitor, battery packs, and charger were replaced as a precaution.

Manufacturer narrative:
Device MFR dates: monitor - 11/06, battery pack - 9/06, battery pack - 11/06, battery charger - 11/06. Device eval summary: device evaluations of the returned equipment have been completed. The reported problem was confirmed. The cause of the inability to engage either battery pack was a damaged battery connector with monitor. The end alignment tab within the monitor's battery connector had been broken off, which prevented the connector on the battery pack side from mating properly. The root cause of the damaged connector cannot be positively identified. Battery packs were undamaged and passed all functional tests. Battery charger was undamaged and passed all functional tests. No adverse event resulted from the damaged monitor. The pt's monitor, battery packs and charger were replaced.